Manufacturer narrative:
Related MFR capturing chronic driveline infection MFR # 2916596-2022-14835. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a worsened chronic pseudomonal driveline infection with increased drainage and underwent incision and drainage on (B)(6) 2022. Intravenous antibiotics were broadened due to pseudomonas bacteremia. The patient was discharged on (B)(6) 2022 with IV antibiotics and wound care.

Manufacturer narrative:
Section h6: health effect - clinical code: 4846 bacteremia. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was admitted on (B)(6)2022 and underwent incision and drainage on (B)(6)2022.